Manufacturer narrative:
The investigation determined that the actions performed by the customer (replacing the reference solution bottle) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The cl electrode lot number and expiration date were not provided. The customer mentioned that they received internal reference error on ise. The qc was acceptable prior to the event. The customer found the reference solution bottle was empty and air was in the syringe fluidics. The customer then placed a new bottle of the reference solution and performed ise checks and they were within specifications. Precision studies, calibration, and qc were performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable cl electrode (cl) results for 1 patient plasma sample tested on a cobas 6000 c (501) module compared to a different cobas c501 module. Initial result: 124 mmol/l (accompanied by a noise alarm). The customer was receiving ongoing noise alarms and decided to repeat the sample. Repeat result: 101 mmol/l (tested on another c501). The repeat result was deemed to be correct.